Manufacturer narrative:
The device was returned to olympus for evaluation. A visual and microscopic inspection was performed on the returned device and found there is some tissue build up. The ptfe pad (teflon pad) was inspected and found it has normal wear, no metal exposed, and no abnormality. The device was attached to the test usg-400/esg-400 and an ¿u509¿ error message was observed. The distal end of the device was inspected under a microscope and found a crack on the probe. Based on the similar reported events, the damaged/broken probe is attributed to the probe coming into contact with a hard or metallic surface during activation. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic total laparoscopic hysterectomy (tlh), a ¿probe damage¿ error message was observed on the generator. It was reported that the surgeon was performing a seal/cut with the device¿s third activation when error message occurred. The generator settings were 2 cut/ coag2. No device fragment fell into the patient. There was bleeding reported. The intended procedure was completed with a similar device. There was no patient injury reported. Additionally, the user facility reported that the device and the connection points were inspected prior and post procedure with no anomalies found.